Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor 3mh003l9098 has been returned and investigated. The sensor plug is fully seated and no issues were observed on sensor patch. Unable to extract data from sensor using approved software. Pqe (product quality engineering) performed an extended investigation on returned sensor. Visual inspection has been performed and observed extensive contamination and corrosion on the sensor¿s printed circuit board assembly (pcba) due to liquid ingress. The liquid ingress caused irreversible damage to the pcba and due to this damage, the patch was unable to scan. In order to test the complaint of low readings, a linearity test must be performed. Since the damage to the pcba was so excessive, a linearity test could not be performed. Therefore, adc is unable to further test the returned product. As submitted in the initial report for this issue, dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release all pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.